Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The clinic reported that on (B)(6).2021 the user had a fall and broke her left arm and leg and was bedridden for 16 weeks. On (B)(6).2022 the user informed the clinic that since this fall she was not able to hear with the audio processor (ap) on the right side.

Manufacturer narrative:
Additional information: based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The clinic reported that on (B)(6) 2021 the user had a fall and broke her left arm and leg and was bedridden for 16 weeks. On (B)(6) 2022 the user informed the clinic that since this fall she was not able to hear with the audio processor (ap) on the right side.the user was seen by the ent and discussed in the clinic_s mdt. The plan is to re-implant the user but no date has been scheduled as of (B)(6) 2022.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by minute device mobility was determined to be the root cause of device failure. The reported accident may have contributed to the final wire breakage. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The clinic reported that on 05.dec.2021 the user had a fall and broke her left arm and leg and was bedridden for 16 weeks. On (B)(6) 2022 the user informed the clinic that since this fall she was not able to hear with the audio processor (ap) on the right side.the user has been re-implanted.